Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the leads were tested on a pacing system analyzer (psa) and also noted noise, however, the root cause of the noise was not determined. Lead to device header connections were verified to be appropriate.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) leads exhibited noise, oversensing and pacing inhibition that resulted in greater than 2 seconds of asystole. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed on the ra lead. An invasive procedure was performed. The ra and rv leads were surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.